Manufacturer narrative:
D4: unique identifier (UDI) # - the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The devices were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least two (2) novum iq large volume pumps had unspecified system errors that stopped the infusion. The pumps then shut off and were not able to be restarted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.